Event description:
It was reported the pt's system shut down once by itself while at work; the pt was unaware of any possible magnetic interference. The pt was scheduled to meet with the sjm representative. Attempts to determine the status of the issue were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.